Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that the clogged ducts, and ultimate infection, began in (B)(6). She confirmed that the infection has been resolved for a while, but she mentioned it in her report because she was afraid that it might come back because of the issue she was experiencing with the pump. She also indicated that the replacement pump was doing well with maintaining a consistent flow of milk; however, she felt as though she needed to turn the pump up higher to do so. She indicated that she wanted to be put in touch with a medela lactation consultant. Contact with a medela clinician is ongoing as of the date of this report. Based on the results of (B)(6), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(6). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump was not working like it had previously. The customer stated that she is able to get milk to come out, but then it stops and no matter what she does, no more milk will come out. She has tried different sized breast shields and cleaning the pump, neither of which have resolved the issue. She additionally alleged that she had to previously seek treatment from her doctor for an infection from clogged ducts, for which she had to take antibiotics for a week, and she was afraid of getting an infection again.